Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 kept getting a recoverable error. Customer recovered from the error but after a short time the error returned. There were no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and replaced the universal surgical manipulator (usm) due to error 32097. The system was tested and ready for use. The usm was returned for failure analysis, and the reported 32097 error was confirmed and replicated. In system logs, the 32097 error was found indicating aurora link error reported by usm2 (acs), check downstream link to usm2 (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a testing platform where fiber test was found to be failing on rolling loop, replicating the reported event. Once testing was completed, the rolling loop fibers was further tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the rolling loop fiber.